Manufacturer narrative:
The hvad is used for treatment not diagnosis. There were no device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the right thalamic infarct are the patient's complex medical history and other related comorbidies. There are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the patient called the hospital with complaints of dysarthria that had started the previous day. The patient was taken to an outside hospital before being transferred to the implanting facility. Clinical signs and symptoms present upon admission include subtherapeutic international normalized ratio (inr), dysarthria, right lower extremity weakness, fatigue, and confusion. A right thalamic ischemic stroke was confirmed by CT scan. The last report received indicated that the patient's symptoms resolved and that he was stable. No additional information available.